Event description:
It was reported that the patient experienced recurring incontinence with a previous artificial urinary sphincter (aus). The device was explanted and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available.